Event description:
The surgeon noted metal shaving or fragments coming off of the screw as he was screwing it into place. He was surprised as he had never noticed this before. Once completed he noted the screw as "proud" (not flush). He was concerned that he would not be able to place the liner into the cup. He was able to use a rongeur to situate the screw into an acceptable position and he removed all of the metal shavings. He left the screw in place and was satisfied with the outcome. He did request that a defective device report be filed.